Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 9 pm on (B)(6) 2019. Csr noted that the patient was unwilling to report how he manages his diabetes or if any changes were made to his normal management regimen. The patient alleges that at 6 am on (B)(6) 2019, he developed symptoms of ¿shaking, confusion and dizziness¿. The patient confirmed no treatment was required for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, the correct test strips were being used, and the patient described the correct testing steps. The csr noted they were unable to carry out a retest as the patient did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.